Event description:
Pt reported their freedom pump was not working. Pt states they are experienced with this pump and did not want to troubleshoot further. Pt has already disposed of drug and unhooked themselves. Rph will reach out for make up dose of one hizentra 10 gm prefill syringe. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if pump is available for possible return. Unknown if md is aware. Dose/amount: hizentra 20% pfs - 13 gm. Hizentra 20% pfs indication: other immunodeficiencies with predominantly antibody defects. Did pt miss a dose or have an interruption to therapy? Unknown. Did adverse event(s) result due to product issue? Unknown. Did pharmacy replace device? Yes. Is device associated with event available for return? Unknown.